Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The pressure switch was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : the distributor performed a checkout of the equipment and confirmed the reported complaint. The pressure switch was replaced to resolve the issue.

Event description:
It was reported that there was a malfunction during pre-use checkout resulting in insufficient oxygen. There was no patient involvement.